Event description:
It was reported that during preparation for a procedure involving the transcatheter aortic valve evfxplus-26, the valve loader noted the valve load did not feel smooth. A misload was not detected on the fluoroscopic loading check because the system was not fully turned during imaging. During deployment, a paddle out of pocket was spotted and the delivery catheter system (dcs) began clicking due to forces in the capsule from the misload. The device was never implanted, and a new valve and dcs were used for the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves. Product ID: l-evolutfx-2329 (lot: 0013003668); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, while deploying the valve, turning of the deployment knob became difficult after the first few turns. The system started clicking and the capsule wasn't moving up. The valve could not be deployed as the capsule was not moving.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.